Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only 11.1cm of the proximal end of the lead was returned. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high impedance was found on the lead. Suspected insulation and conductor issues were suspected via fluoroscopy. Lead was capped and replaced.